Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. The lead was returned severed, approximately 236mm from the terminal end. Only the proximal segment was returned. The inspection of the available lead fragment found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that the lead safety switch was triggered for this right atrial (ra) lead. This patient exhibited with nerve stimulation and was scheduled for a lead revision procedure. At this lead revision, a fluoroscopy was performed and found this ra lead had dislodged. This ra lead was partially extracted as the tip remains surgically abandoned. A new ra lead was successfully implanted, and no additional patient adverse effects were reported. This ra lead was returned to boston scientific for analysis. Additional information from the field indicated the lead safety switch never was triggered and no out of range impedances were observed.

Event description:
It was reported that the lead safety switch was triggered for this right atrial (ra) lead. This patient exhibited with nerve stimulation and was scheduled for a lead revision procedure. At this lead revision, a fluoroscopy was performed and found this ra lead had dislodged. This ra lead was partially extracted as the tip remains surgically abandoned. A new ra lead was successfully implanted, and no additional patient adverse effects were reported. This ra lead is expected to be returned to boston scientific for analysis.